Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device wasn¿t returned to omsc for evaluation but was returned to the service center in india. The incoming inspection by the service center found following; the reported event was reproduced. The led of the front panel wasn¿t lit, after pressing the power switch. The event happened by the defect of an internal circuit board. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, the reported event was possibly occurred due to the damage of the part of the internal circuit board.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The button on the front panel did not work and the device was not power on. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.